Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The printed circuit board and the vortex display adapter was replaced. The sys was tested and is operating as intended.

Event description:
The customer reported that the monitors on the 9900 sys would not work. No pt injury was reported.